Manufacturer narrative:
Submit date: 5/02/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer stated that the flow was not good as per the technician even after the reversal of the lines. This was noticed when dialysis was being conducted. The insertion was done on the same day, the (B)(6) 2016. There was no harm to the patient. The new catheter was inserted and hemodialysis was done successfully.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was reviewed and no failures related to the reported condition were identified. There were no non-conformances for this issue in the reported lot number found during the device history record (DHR) review. The product sample was returned to the manufacturing site for evaluation; it consisted of one used catheter. Visual inspection was performed and the catheter did not present any problem with the reported event. In order to confirm the report, a guide wire was passed through the arterial and venous lumen; as a result the guide wire passed easily through both lumens. Additionally, the catheter was flushed and the water passed without any problem. Therefore the reported defect was not confirmed. Based on the fact that the catheter did not present issues related to the reported event, it could be determined that the low flow was related to a patient condition and the clinician related this condition to a malfunction of the device; however the catheter was returned in good condition. It must be noted that in-process controls such as visual inspection and pressure testing according to procedure (such as personnel training, incoming quality acceptance testing for (B)(4), 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.